Manufacturer narrative:
This report is submitted on december 3, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength) on (B)(6) 2018. Surgery to replace the magnet was completed (date not reported). The implanted device remains.